Event description:
Procedure: spleenectomy. Reportedly, the third reload stuck on pt's artery. Surgeon could not release it, and had to cut it out. The surgeon over-sewed to complete. No further pt injury reported.